Event description:
Premature battery depletion was reported to st. Jude medical after 1 year and 4 months of svc. The lifetime diagnostics reported 8 800v chargings and 0.2% pacing. It was also noted that the pt had been in a car accident in 9/00 however, the device x-ray appeared normal. The decision was made to explant the device.